Manufacturer narrative:
Result of investigation: vyaire medical was duplicate and isolate the reported problem to failed u7 reg buck sync adj 12a 16-pqfn p/n 24570-001. Further inspection found led d4 from power board p/n 22620-001 s/n (B)(6) to be flashing. Trouble shooting found integrated circuit u7 reg buck sync adj 12a 16-pqfn p/n 24570-001 to have failed. Ic u7 voltage input measure is within spec at 14.0vdc. Ic u7 regulated voltage output measured 0.0vdc. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 shutdown while on a patient. The customer confirmed that there is no patient harm associated with this reported event.